Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. Reportedly, the customer had to change the pump supplies after 1 day use to address the occlusion alarms. There was no reported impact to customer's blood glucose level. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.